Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The physician believed the pt's morphine concentration and dose were high. The pump delivered morphine 25 mg/dl concentration. The pt was not responding to dose changes as expected. There were no neurological deficits, motor or sensory changes in the pt's lower extremities. There were no bladder or bowel function changes. The pump and catheter were explanted and replaced. The reason for the catheter removal was possible intrathecal mass. During surgery, the catheter was explanted with very gentle pulling and there were no neurological changes. The new catheter tip was placed two vertebral levels from the original catheter. The pt's morphine does was weaned down to 3 mg/day prior to surgery. Following surgery, the pt was admitted to the hosp for observation. The new pump contained morphine 10 mg/dl with a starting dose of 1.5 mg/day. The pt recovered without sequela.